Event description:
This ra lead was implanted on (B)(6) 2014. A call to technical services states that this lead presented increased pacing threshold and was undersensing and recently at implant they were greater than 2 minute ventilation. The physician was dr. (B)(6) at (B)(6) in (B)(6), tn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).